Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported that the pt was admitted in the hospital since (B)(6) with suspected pump thrombus. The pt was complaining of dyspnea and lethargy and placed on thrombus protocol that entails heparin therapy. An echo analysis revealed mitral regurgitation, mitral valve closure during every beat, and left ventricular dilation despite increases in pump speed. The pt's last known lactate dehydrogenase (ldh) level was reported to be 5000. The pt's pulmonary artery pressure values elevated at 55/35mmhg. Reportedly, the pt began experiencing issues of nausea and vomiting. The physician at the hospital stated that the inflow positioning may not be optimal and the outflow graft may have possible kink. Liver function test (lft) and ldh levels.

Manufacturer narrative:
The device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.